Event description:
Unomedical reference number (B)(4). Event occurred in australia. The patient reported that four infusion sets fell off during use. The infusion set in use for a couple hours. The patient replaced infusion set and resumed insulin successfully. Skin tac and calivon wipes were used at the area of insertion. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-10505 - device 2 of 4. (B)(6).